Event description:
It was reported that there was an intermittent high capture threshold that rose a few weeks after implant. The physician did not feel the lead had moved when viewing under fluoroscopy. The lead was removed and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found.